Event description:
A surgeon reported that aspiration and irrigation failure occurred during the phacoemulsification portion of a cataract intraocular lens (iol) implant procedure. Following a two hour delay, an alternate system was used to complete the procedure with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).